Event description:
It was reported that during the implant procedure the physician was unhappy with the device set screw. The physician implanted both leads and connected them to the device. The physician then loosened the setscrews from the leads to re-tighten them (this was the physician's implanting practice). The right ventricular (rv) lead set screw would not "click" when the physician attempted to re-tighten it. The physician did not feel that the set screw was engaging. The rv lead could not be pulled from the port and the measurements were "acceptable." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).